Event description:
This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture and release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one non-conformance documented. The device was received, however, no evaluation is available. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: a manufacturing evaluation was performed. As received, the helix blade shows anodized rubbed away on the shaft. Some material displacement and damage is evident on one of the cutting edges of the blade. The product was investigated to the latest design specifications. Since all features relevant to the complaint condition cannot be measured due to damage, the complaint is indeterminate. A product development event evaluation was also performed. The returned parts were assembled with mating instruments to complete the insertion construct and evaluate the alignment of the returned implants. As received, the locking mechanism in the nail was in the unlocked position but was backed out sufficiently that, when the connecting screw was tightened, it bottomed out on top of the locking mechanism and the nail to insertion handle connection was still slightly loose. The assembly was held parallel to the floor simulating the position it would be in when inserting the nail. Since the nail was slightly loose, it canted slightly downward and when the blade was passed through the blade guide sleeve using the inserter, the edge of the helical blade struck the side of the hole in the nail. The contact corresponded to exactly where the edge of the hole and tip of the helical blade are damaged. This was repeated with the other returned helical blade with the same results. The locking mechanism was then advanced such that the connecting screw could be properly tightened and the connection of the insertion handle and nail were tight. The same functional evaluation was done and the blades both passed through the hole in the nail without issue. Therefore, it appears that the design of the parts is acceptable and the issue was related to the locking mechanism being in a position that prevented the connecting screw from being fully inserted which caused a loose connection between the nail and insertion handle. This complaint is invalid from a design perspective.

Event description:
It was reported that while doing a tfn nail procedure on (B)(6) 2012, the surgeon was inserting the blade. The blade became caught on the nail and would not advance. The operating room personnel selected another helical blade and got the same result. The surgeon pulled the nail out and made sure the aiming arm and insertion handle were assembled correctly. The surgeon tried to insert the nail and helical blade again, with the same result. The operating room personnel then retrieved and opened a new blade and nail. These were both inserted with no further problems. The surgeon completed the case successfully. This is 3 of 3 reports for this event.